Event description:
The customer's family member called needing assistance with setting the basal rates. While assisting the customer they stated that they suffer from memory loss due to seizures. Attempted to assist the family member but he reported that he is not sure of basal rates. The contact called back later and confirmed that the customer had low bgs at the time of call and current the pt in the hospital unconscious from low bgs. The family member informed that they found them unconscious and freezing cold. Paramedics took the customer to the hospital. It was unknown the cause for low bags, but the contact noticed that their reservoir was pretty much empty. Later the customer called back from the hospital and mentioned that it was found the concentration, time-date, basal rates all were incorrect. Assisted the customer to reprogramming correctly. The customer discovered that their pump had been set to u-50. The customer was treated with IV glucose and they feel better.